Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was unable to communicate with her charging system due to it being inoperable. As a result, the patient underwent surgical intervention to have their ipg was explanted and replaced with a new one. Effective therapy was restored post operatively.